Manufacturer narrative:
Findings: unit received with no damage to battery cap. Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, cracked select button keypad overlay and minor scratches on lcd window. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ring around the reservoir of the insulin pump was cracked and kept falling off. Blood glucose level at the time of the incident was not provided. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.